Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: minor gouges on flex tip and minor compression on flex shaft. No applicable imaging was provided. Functional testing was preformed, and the device was able to be fully inflated and de-aired successfully indicating no leakage in the system. The inflation/deflation time met specification. In addition, the fine adjust was used without any abnormalities noted. Dimensional testing was not performed due to the nature of the complaint. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units. Per procedure, the balloons are 100% inspected for defects. The outer diameter of flex tip is inspected per procedure. The fine adjust knob and locking collet assembly is testing for functionality. The commander delivery system is 100% tested to ensure there are no occlusions in the inflation lumen. During final inspection per procedure, the entire device is visually inspected distal to proximal for defects. In addition, during product verification (pv) testing, the tested units are chosen on a sampling basis. The entire device is visually inspected for physical defects, device insertion and fine adjustment verification, inflation/deflation time, and tensile product verification testing. The lot met statistical requirements as requirement for lot released. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The instructions for use (IFU) for edwards delivery system, ce, prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure.  The procedural training manual provides guidance on valve alignments. Unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, check delivery system before valve alignment, if kinked, do not use, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, fine adjustment indicator shows how much fine adjustment is left, and if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note that a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment, fine adjustment wheel functions only when the balloon lock is locked, and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. In addition, do not position the thv past the distal valve alignment marker this will prevent proper thv deployment (note: thv moves in only one direction relative to the balloon), compression may be observed in the distal portion of the flex catheter during valve alignment , and diving may be observed between the thv and the flex catheter tip during valve alignment. To correct diving: move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible, and if using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. The procedural training manual provides guidance on thv deployment. Verify flex tip is on triple marker, ensure full inflation of balloon during deployment, ensure stability of delivery system during thv deployment, slow inflation during initial deployment may help with stability of the delivery system and thv during deployment o if considered, and reposition only at the very early stage of deployment. Do not need 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were not confirmed based on functional testing of the returned device. Investigation of the device DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿valve alignment was difficult and valve diving occurred. The fine adjust wheel had to be unlocked/locked several times until the valve was finally aligned correctly¿. Additionally, the case notes state the patient¿s anatomy had a ¿mild to moderate¿ degree of tortuosity. Performing valve alignment in a tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers. Additionally, performing valve alignment in a non-straight section can lead to the thv unseating from the flex tip (valve diving). Such can be evident by the flex tip gouges on flex tip on the returned device and the compression of the flex shaft, further increasing forces necessary to align the valve. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Furthermore, the event description states, ¿the root cause for the inflation/deflation difficulty maybe too much tension on the delivery system or difficulties during alignment.¿ as such it is possible the high valve alignment forces present in the system prevented the proper inflation/deflation of the system, leading to reported events. In this case, available information suggests that patient (tortuosity) and procedural factors (performing valve alignment in non-straight section, high valve alignment forces, tension in the system) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified; therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), 29mm sapien 3 case by tf approach in aortic position. Valve alignment done in a straight section of the aorta. Valve alignment was difficult and valve diving occurred. The fine adjust wheel had to be unlocked/locked several times until the valve was finally aligned correctly. During valve deployment, balloon inflation and deflation was difficult and slow. Rapid pacing was on for 57 seconds. The patients pressure became unstable which required CPR and administering of catecholamine. Despite this, the valve was correctly implanted in correct position and no patient injury occurred. The system was removed, and no visible damage was seen. Patient was discharged. The root cause for the inflation/deflation difficulty maybe too much tension on the delivery system or difficulties during alignment. The cs assumes a too wide pull out over the white marker of the inner catheter.